Manufacturer narrative:
Follow-up #1 date of submission 04/11/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive and required excessive force in order to elicit a response. All of the other keypad buttons responded to button presses and had normal spring back. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, the internal battery was found to be leaking, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a faded display screen and a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet also instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.